Event description:
Revision was reported with exchange of the bicon-plus shell, bicon rexpol pe-insert and ceramic ball head on the right study hip. The sl-plus stem was remained in situ. This case was reported within a follow-up examination of a (B)(6) clinical study.

Manufacturer narrative:
It is now confirmed that the affected product is not approved in the united states. Therefore, the report was submitted erroneously. [(B)(4)].